Manufacturer narrative:
(B)(4). The clip delivery system was discarded and the clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. There was a large anterior leaflet flail, posterior leaflet tethering and rapid heart rate. The clip delivery system (cds) was advanced to the mitral valve leaflets; however, leaflet grasping was difficult due to the rapid heart rate and leaflet anatomy. After approximately an hour, a temporary pacemaker was placed to treat heart rate and settle the leaflets. Grasping was then performed successfully. Leaflet insertion was confirmed and clip deployment steps were started. While removing the gripper line, it was seen that the delivery catheter spear dived into the clip. At this point, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). There was no resistance during removal of the gripper line, but it is possible that the gripper line was removed too quickly. Ultrasound confirmed that the clip was still securely attached to the anterior leaflet. A second clip was implanted to stabilize the slda clip, reducing mr grade to 2+. The patient had a good outcome with plans to be discharged on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported difficulty grasping appears to be related to the challenging patient morphology/pathology. The reported single leaflet device attachment (slda) was likely associated with patient morphology/pathology and user error. The reported difficulty positioning appears to be associated with the user error. The additional therapy/non-surgical treatment was a result of case specific circumstances as an additional clip was implanted to stabilize the slda clip and reduce mr. There is no indication of a product quality issue with respect to manufacture, design or labeling. It should be noted that the mitraclip instructions for use warns: pulling the gripper line too quickly or with excessive force may raise grippers, resulting in device damage and/or compromise leaflet capture and insertion. This may result in worsening mitral regurgitation, and could lead to a single leaflet device attachment (slda).